Event description:
It was reported that this right atrial lead was explanted due to experiencing fracture and exhibiting high impedance measurements. It was suspected that the lead fracture occurred due to an abrasion. Another lead was implanted instead. No further adverse patient effects were reported.